Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure.according to the complainant, while checking the device during preparation, the needle didn't function smoothly. The needle was difficult to retract and advance. No damage was noted to the device packaging. The procedure was able to be completed using another interject injection therpay needle device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The condition of the returned unit was not consistent with the complaint incident that the device needle would not retract. The needle was retracted when received. The outer sheath was not kinked. The needle would not extend smoothly or without assistance. The inner hub and sheath was removed from the outer hub and sheath; the inner sheath moved freely through the outer during removal. Heavy amounts of mdx, a silicone based lubricant, were present on the inner sheath. Most likely, the mdx build-up on the outside of the inner sheath impacted the ability of the needle to extend properly. The needle would retract without issue. Therefore, the complaint of the needle being difficult to retract is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure. According to the complainant, while checking the device during preparation, the needle didn't function smoothly. The needle was difficult to retract and advance. No damage was noted to the device packaging. The procedure was able to be completed using another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.